Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that female patient underwent posterior fixation with percutaneous pedicle screws and sagittal adjusting screw (sas) at levels l1-l3 for l2 burst fracture and the vertebroplasly was performed with ha block at l2 in (B)(6) 2015. Post-op, l1 placed screw was loosened so alignment was unstable in middle of (B)(6) 2015. The surgeon considered that the alignment might be aggravated gradually so revision surgery was performed to remove all sas screws and extend fusion from l1-l3 levels to th11-l4 levels on (B)(6) 2015. No patient complications were reported.